Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (husband) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to recall when the product issue began. The patient takes oral medications, diet and /or exercise to manage her diabetes. The reporter stated that on an unspecified time after the alleged product issue began she developed the symptom of ¿sweat on her forehead¿. The reporter stated that on the (B)(6) 11:45am, the patient went to the pharmacist and obtained an alleged blood glucose result of ¿258mg/dl¿ on an accucheck meter and reported taking 850mg metformin pill and soon felt better. No medical intervention was reported. At the time of troubleshooting, the csr noted that the meter was being used for the first time and based on the information provided the batteries did not require to be replaced. The reporter was unable/unwilling to answer any further trouble shooting questions. Therefore, the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. The reading obtained on the other meter and the medication the patient administered indicates that she was experiencing high blood glucose; however, ¿sweat of forehead¿ does not meet lfs¿ serious injury criteria for severe hyperglyemia. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.